Event description:
A pharmacist reported that a pt with a history of mild senile dementia was admitted to the hosp's intensive care unit with respiratory distress, neck and facial swelling, red and swollen lips and mouth, voice hoarseness, congestion and coughing after accidentally ingesting 10-12 polident 5-minute tablets because pt thought that they were candy. A treating physician reported that on the day of admission there were "a lot" of crackles heard in pt's chest and pt had a "markedly" hoarse voice. The physician reported that the suspected possible aspiration of the product. A chest x-ray revealed a normal heart and mediastinum and there were minimally coarse markings seen at both bases most likely due to poor inspiration. No active infiltrate was identified. The physician reported that the hosp was informed by the local poison control center that the product was not caustic, however, the product could be irritating. The physician reported that the pt's blood work was normal with the expection of a high white-blood cell count and the pt's blood gases were satisfactory. One day after admission, a second physician reported that the pt's blood pressure was 130/70 and pt's heart rate was irregularly irregular. The physician reported that an ECG showed atrial fibrillation due to intrinsic av nodal disease and that the patient was started on digoxin and aspirin therapy. The physician reported that a repeat chest x-ray showed increasing bilateral infiltrates and pulmonary vascular congestion. The physician reported that the pt may have developed aspiration pneumonia and may be at risk of adult respiratory distress syndrome. The physician reported that the pt was started on solumedrol, benadryl, pulmicort inhaler and racemic epinephrine on an as needed basis. Two days after admission, a third physician reported that upon auscultation inspiratory crackles and expiratory rhonchi were heard. The physician reported that chest x-rays suggest pulmonary vascular congestion partially due to poor inspiration and that no definite pneumonic infiltrate or infection was noted. The physician reported that the pt was still experiencing bronchospasm and cough secondary to pt's overdose and possible aspiration of the product. The physician reduced the pt's dosage of solu-medrol and started the pt of salbutamol. The pt was discharged from the hosp 12 days after admission and it is believed that all of the pt's symptoms had resolved with the exception of atrial fibrillation.